Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: leak between ud and rl knobs, c cover (plastic distal end) insulation read 0 megaohm, I/t (insertion tube) insulation read 5 megaohm, cut on side switch 1, own and right angulation below standard, control knob leak between ud(up/down) and rl (right/left) knobs, control knobs play, d/e (distal end) plastic cv (complete video) multiple dents and scratches, lg lens crack, a-rubber crack glue, and insertion tube minor surface scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope irrigation is not working. The issue was found during procedure and there were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.